Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The perclose proglide is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy of the common femoral artery was attempted using a perclose proglide device after an interventional procedure. Reportedly, the suture broke. Another proglide was used and the sutures did not achieve hemostasis. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela. The physician is proficient in the use of the device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. Without the device evaluation, a cause for the suture not achieving hemostasis could not be determined. Failure to achieve hemostasis may be due to a number of factors including, but not limited to, user technique, operational context, anatomical conditions or manufacturing. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed. A review of the finished product lot history record did not reveal any non-conforming material record related to this event. Based on the information received, inspection criteria and the review of the lot history record, there does not appear to be any indication of a product quality deficiency.